Event description:
It was reported that when the patient presented in clinic for follow up, non-sustained ventricular oversensing due to far p wave oversensing was observed. The device was reprogrammed. Patient monitoring will continue.